Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r wave sensing. The lead was repositioned and no patient complications have been reported as a result of this event. The physician reported he had experienced four similar cases in the past twelve months. Follow up efforts to obtain more information on the other cases were unsuccessful.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).